Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 1.3, lab: 2.7. Lab test was done less than an hour after meter testing. Pt self tester has had the meter for about three weeks.

Manufacturer narrative:
Pt has liver and kidney disease and is taking several medications, one of which is newly added. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pts current medication and health status may lead to unexpected inr result or testing error. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter = 1.3, reference = 2.7, mean = 2.0, confidence limits = 1.3 - 2.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Recent test conducted on lot #253024 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 88 = 3.7, 3.5, 3.8 inr; donor 89 = 3.7, 3.8, 3.9 inr. At least two out three replicates are within the allowable bias (+ or - 1.0) of reference results for donor 88 (3.43 inr) and donor 89 (3.02 inr), respectively. No further investigation will be pursued at this time. Conclusion: pt's medications and condition may have contributed to unexpected results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). As a result, testing was reviewed. Since strip lot was released, 33 in-house therapeutic donors and 5 normal donors have been tested with a total of 157 retained and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip tests results met product performance requirements when compared to the results from vivo tests. This issue will be subject to tracking and trending. Corrective action not required at this time.